Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the corrosion at the device access/instrument port, could not be determined, however, the issue was likely the result of component failure due to insufficient device cleaning/reprocessing, degradation, and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of angle cut off and image noise. This does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, the corrosion was found at the forceps channel port, likely due to degradation. There was no patient involvement, and no harm was reported as a result of the event.